Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker and both low voltage leads exhibited unspecified anomaly. No intervention was performed. The patient was in stable condition.

Event description:
New information indicated the patient experienced syncope and falls despite an implanted pacing system. Pacing and capture thresholds were within normal range. The patient is left-handed and notes the use of a rifle barrel in the left shoulder area. The system was explanted and replaced on the right side. The patient remained stable before and after the procedure.